Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that they felt an "overheating" on the implantable neurostimulator (ins). The patient was stimulated using adaptive stim hd (500 hz/500 usec). The ins was recharged daily. The patient felt the high frequency was the issue, but they had the same heat feeling when stimulation was normal. Impedances were measured to be normal. No troubleshooting was done and a new low frequency of 40 hz was tried. No surgical intervention occurred or was planned. The patient's health care provider (hcp) did not worry about the issue since the skin was not red. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient experienced hot sensations during recharge of the ins and during normal use. There were no environmental factors that may have led or contributed to the issue. The event resulted in the replacement of the implantable neurostimulator (ins). The issue was resolved at the time of report. There was no further patient complication associated with the event. Of note, the event began approximately on (B)(6) 2015.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.